Event description:
New information received notes that rv lead dislodgement was observed. The lead was replaced.

Event description:
New information received notes that the patient was fine post procedure and went home.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00569. It was reported that the patient presented to the emergency room with syncope. The rhythm strips showed lv only pacing and intermittent complete loss of ventricular capture. The patient was stable.